Manufacturer narrative:
(B)(4). Concomitant medical product-ti-dble lead cort 5.0x30mm scr catalog#:14-405030 lot#:856880, calibrated drill 4.3mmx365mm catalog#:27961 lot#:131030, 3.2mm x 460mm cocr thd tip catalog#:14-441054 lot#:132270, bead tip guide wire 3.0x98cm catalog#:27922 lot#:684200, ptn peritrochanteric nail telescoping lag screw, keyed catalog#:29238 lot#:010720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip fracture nailing procedure, after insertion of the nail into the patient and during lag screw reaming, a cylindrical metal piece was found inside the femoral head of the patient. It is unknown where this foreign body came from. The metal piece was unable to be removed. No other adverse events were reported as a result of this malfunction.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs, which noted a cylindrical metallic device overlying the tip of the fixation screw within the femoral head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.